Manufacturer narrative:
The customer complaint of channels stopped working was confirmed and replicated. Physical inspection found thermal damage on the power supply board. No other anomalies were observed with any other electrical components. The pcu error log recorded system error(s) to have occurred on (B)(6) 2019 at 7:31 pm. At 7:05 pm the pcu is disconnected from ac and switched to battery operation. At 7:31 pm the pcu is connected to ac and immediately malfunctions with error code 120.4630 and 121.2060.2 (log only error). User silences the pcu but was unable to power off the device using soft key and turns off the device using the system on key. Testing of the returned pcu device was able to reproduce system error code 120.4630 and 121. 121.2060.2 (log only error). The error was replicated only when the battery was discharged. The proximate cause of the customers reported issues of channels stopped working/system error was determined to be due to a thermally damaged power supply board. The root cause of the customer's report could not be determined.

Event description:
It was reported that the unit was infusing on a donor patient for a few hours while plugged into an electrical outlet. The device was unplugged and running off the battery when the patient was being transferred. When the device was plugged back into an electrical outlet in the or it stopped working, alarmed and would not shut off. All the pump channels stopped working and there was a message of system error. The pump would not turn off and continued to beep until the rn pushed and held down the 'on' button. The pump had been infusing meds/fluids on this donor in the or for several hours prior to moving to the or. The infusions included levophed, vasopressin, and lactated ringers. There was no harm to the comatose patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the unit was infusing on a donor patient for a few hours while plugged into an electrical outlet. The device was unplugged and running off the battery when the patient was being transferred. When the device was plugged back into an electrical outlet it stopped working, alarmed and would not shut off. There was no harm to the comatose patient.